Manufacturer narrative:
This is the second revision surgery underwent by the patient. The patient had a primary knee on (B)(6) 2013. Then, he patient fell and came in complaining of instability. On (B)(6) 2016 the surgeon revised the cup, head and liner. Batch review performed on 25 july 2016. (B)(4). On 25 july 2016 it was prepared a final report with the information submitted in this initial report. On 26 july 2016 the report was sent to the initial reporter and the case was closed.

Event description:
The patient came in due to signs of infection. The surgeon swapped the femoral head. The surgery was completed successfully. X-rays and explants are not available.